Event description:
It was reported to manufacturer, by kindred; one of their customers' facilities, (B)(6) stated a staff member heard a crash and went into the room to find that the patient had fallen from the bed. Side rail from bed was found on the floor and broken. Staff could not re-enact this event. Patient fell from the left side of her bed, but her right elbow was fractured. Complaint (B)(4) with (B)(4) was entered into system to get rail back for evaluation.